Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damage connector at pins 2 and 3. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon evaluation, the battery pack connector was damaged at pins 2 and 3. The root cause of the damaged connector pins cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged battery connector pins. The last pt to use this battery pack did not report any deficiencies.